Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had reservoir ring was missing. Customer's blood glucose value was 36 mg/dl at the time of the incident, blood glucose was 28 mmol/l. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window, missing retainer, missing reservoir tube o-ring and scratched case. Unable to perform displacement test or lock reservoir in place due to missing retainer.